Event description:
It was reported to philips that the allura device had a generator error. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue was occurred at the start of the planned treatment/non-emergency treatment and the procedure got delayed, and procedure was completed by restarting the system. The philips remote service engineer (rse) connected with the customer and confirmed the generator error. The rse analyzed the system remotely and found that the resonance frequency was too high. Review of the system log file showed x-ray generators errors. To resolve the reported issue the customer was restarted the system. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.